Manufacturer narrative:
Pump passed displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. No excessive no delivery alarms noted. Pump had cracked case at display window corners. (B)(4).

Event description:
Customer reported via phone call of receiving excessive no delivery alarm within weeks of receiving new insulin pump. Customer reported that blood glucose was 500 mg/dl and 550 mg/dl. Customer compared insulin flow of old insulin pump and new insulin pump and states insulin came out faster from old pump. Customer had symptoms of a bad headache. Troubleshooting showed that insulin pump was programmed correctly. Customer refused to use new insulin pump and was advised that insulin pump would be replaced.